Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced flu-like symptoms, extreme sweating, and extreme pain in his groin area. The patient went to the emergency room initially and was sent to the intensive care unit for surgery because of an extremely high large abscess in his groin area. The device was explanted and it was determined that the device had separated, which is what had given rise to the infection and abscess.